Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis system, and the adverse event of loss of consciousness, which required the administration of normal saline and oxygen. The etiology of the patient¿s loss of consciousness is unknown; therefore, causality cannot be established. Per the bmt, the 2008t hemodialysis system¿s uf pump required calibration, however the value was lower than the expected range, and therefore would remove less fluid from the patient, not more. While there is no objective evidence indicating the 2008t hemodialysis system caused the event, the device cannot be excluded from having a possible contributory role. Given the 2008t hemodialysis system required recalibration during post event functional compliance testing, there is insufficient evidence to definitively conclude what preempted the loss of consciousness.

Event description:
A biomedical technician (bmt) reported to fresenius technical support that a 2008t machine removed ¿too much weight¿ from a hemodialysis (hd) patient. During the initial follow-up, the clinic manager (cm) reported the patient arrived for their scheduled hemodialysis (hd) treatment on (B)(6) 2020. The patient¿s blood pressure (bp) was recorded as 123/59 when the treatment began at 9:00 am. The cm stated at 9:34 am the patient ¿passed out¿ (lost consciousness) and a blood pressure check at 9:35 am revealed the patient¿s bp was 96/42. The patient¿s ultrafiltration (uf) was stopped, 500 ml of intravenous (IV) normal saline was administered and oxygen (volume/mode of delivery not provided) was supplied. Although the specific timeline of events was not provided, the patient ¿came back around¿ shortly after receiving the normal saline and oxygen. The patient regained full consciousness and their bp returned to 141/60. Following the event, the patient completed the remainder of the treatment without utilizing the uf functionality. The cm alleged that the 2008t hd machine removed too much weight. The patient¿s pre-treatment weight was (B)(6) kg, and post-treatment weight was (B)(6) kg (0.5 kg below dry weight). The cm confirmed the same scale was utilized for both weigh-ins, and no alterations were made to the patient's uf goal, rate and/or time prior to the patient losing consciousness. The cm reviewed the treatment sheet and confirmed no machine alarms were encountered during treatment. The cm also reported that the patient is typically given a protein bar to eat during hd therapy, and it was confirmed a protein bar was given during this treatment. The 2008t hemodialysis machine was sequestered following the events, and follow-up with the clinic¿s bmt revealed the device required recalibration of the ultrafiltration (uf) pump. During post event functional compliance testing, the uf pump strokes were 23.6 ml, which is 0.3 ml below the allowable range of 23.9 ml ¿ 24.1 ml (successfully recalibrated). Although the uf pump required calibration, the bmt stated they did not suspect the hd machine caused the events. The bmt stated the 2008t machine's uf pump was below the expected range and would remove ¿less fluid¿ from the patient, not more. The remainder of the validation testing fell within manufacturer specifications, and the 2008t hd machine was returned to service.